Manufacturer narrative:
No devices were returned for evaluation. There was no allegation of device failure. Risk of pneumothorax is documented in 105-000198-01, rev. E, monarch bronch risk management report. Based on the information available, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
The following information was received during a phone call with the physician on 10/30/2019: on (B)(6) 2019, the patient underwent a monarch-assisted biopsy procedure. A few days after the procedure, on (B)(6) 2019, the patient informed the physician that they were experiencing chest pains. A chest x-ray was taken, and a pneumothorax was identified. The hospital placed a chest tube in the patient and the patient was held overnight. The patient recovered and was released the next day. There was no allegation of device failure.